Manufacturer narrative:
E1: initial reporter phone number - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter. The advancer used in the procedure was returned along with the rotawire. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the burr was detached and was received on the rotawire. The coil was kinked, stretched, and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was detached and the coil was kinked, stretched, and broken at the point of detachment from the burr.

Event description:
It was reported that a detachment of the device occurred. The 95% stenosed target lesion was a heavily calcified and moderately tortuous proximal left circumflex artery. A rotapro 1.25mm was selected for rotablation treatment. During advancement, the 1.25mm rotapro burr detached. The detached burr was retrieved with the rotawire. A rotalink burr 1.50mm was selected to continue the procedure. During advancement, the rotalink burr 1.50mm burr detached. The detached burr was retrieved with the rotawire. The procedure was completed with a balloon catheter and stent implantation. There were no patient complications, and the patient was fine post procedure.

Manufacturer narrative:
Initial reporter phone number - (B)(6).

Event description:
It was reported that a detachment of the device occurred. The 95% stenosed target lesion was a heavily calcified and moderately tortuous proximal left circumflex artery. A rotapro 1.25mm was selected for rotablation treatment. During advancement, the 1.25mm rotapro burr detached. The detached burr was retrieved with the rotawire. A rotalink burr 1.50mm was selected to continue the procedure. During advancement, the rotalink burr 1.50mm burr detached. The detached burr was retrieved with the rotawire. The procedure was completed with a balloon catheter and stent implantation. There were no patient complications, and the patient was fine post procedure.